Manufacturer narrative:
(B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the apex puncture / ventricular perforation and subsequent death cannot be confirmed. Procedural factors (manipulation of the devices, perforation by the guidewire) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during a transfemoral tavr procedure, post deployment of a 29mm sapien 3 valve, the patient did not have a pulse or blood pressure. The patient expired during the procedure. When the patient¿s chest cavity was opened, a puncture in the apex / ventricular perforation was observed. Per medical opinion, the cause of death was a puncture in the apex caused by the guidewire. The native annular valve area measured 580mm2 by CT. Information regarding the degree of valvular calcification was not provided. It was perceived that the injury, and resulting death, was caused by the guidewire.